Event description:
Reporter indicated that device diagnostic testing (systems diagnostics)performed at office visit resulted in high lead impedance reading (exact results unk), indicating possible device malfunction. The pt had undergone generator replacement surgery approx six months earlier, at which time intraoperative device diagnostic testing was reportedly within normal limits, indicating proper device function at that time. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjuction with the high lead impedance condition.